Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified volume of saline solution. The customer contact reported that during priming, prior to patient use an unspecified volume of solution leaked from an unspecified location on the tubing set. No specific details were provided. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was initiated.